Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec gripper micro blunt cannula safety needle safety did not work when the patient's port was accessed. The patient was receiving a chemotherapeutic through the needle. No patient or clinician injury was reported. See MFR: 3012307300-2016-00553.